Event description:
On (B) (6) 2009, pt presented to outlying ER with acs, transferred to our facility for cath possible pci. Films reveal a discrete 90% stenosis just distal to the right posterior lateral, and a long lesion of serial stenosis in proximal and mid right posterior descending to 70%. A 2.5x12 taxus liberte deployed in rt. Post. Lateral, residual stenosis 0%, timi iii flow. Rpda dilated with 2.5x15 apex, and a 3.0x32 taxus liberte deployed. Residual stenosis 0% and timi iii flow. Medicated with asa, plavix, and heparin. Discharged (B) (6) 2009, 1125 with meds including asa, and plavix. Pt returns to outlying ER (B) (6) 2009, 0955 with 1 hr of chest pain, found to have stemi. Transferred to our facility for immediate pci. Films reveal complete occlusion of recently stented rt. Post. Lateral. The recently stented rpda was widely patent. A 2.5x15 apex dilated four times in r. Post. Lateral. Repeat films reveal less than 20% residual stenosis with timi iii flow. Medicated with asa, prasugrel, and heparin.